Manufacturer narrative:
The reported event of the tip became split was confirmed. As received a cps catheter was returned with its hemostasis valve and stop-cock for analysis. Visual examination found the tungsten stripes at the distal tip were damaged/split on both sides. The manufacturing process and DHR was reviewed and no anomalies were identified. Evidence suggests root cause is due to deformation due to compressive stress which likely occurred during the implant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during implant procedure. Upon fluoroscopy, a protruding structure at the tip of the catheter was confirmed. The catheter was taken out from the patient and it was found out that the tip became split. Due to this, the catheter may had been caught at ostium of coronary sinus during insertion. No patient consequences reported.